Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th may 2025, it was reported by an arthrex employee via email that for an ar-2324pslc-1 suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, the peek eyelet from swivelock was bent prior to insertion and was unable to retain suture. They used a drill and tap on the tibia for backing up sutures from acl graft. This was detected during use in an acl reconstruction on (B)(6) 2025. The procedure was completed successfully as they utilized another swivelock.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.